Event description:
It was additionally reported that the mobile power unit (mpu) was examined and plugged into the new controller without issues. However, the patient's mpu was nearing expiration in may 2024 and was very worn, so it was replaced.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section d4: serial number has been corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being ¿very worn¿ was not confirmed. The provided log file was reviewed; however, it was determined that the reported ¿shutting off¿ and alarms were due to an issue with the system controller. These alarms resolved upon exchanging the controller, and the alarms and log file have been addressed via the controller¿s investigation. No other notable events related to the mpu were observed. Provided information for this event indicated that the mpu functioned as intended while in use with a new controller. The mpu (serial number (B)(6)) was not returned for analysis. The mpu was exchanged without issue. The root cause of the reported event was unable to be conclusively determined through this analysis. (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the mpu, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having alarms when trying to switch from battery power to their mobile power unit (mpu), and that the mpu would shut off. While on the way to the clinic, the system was alarming while on batteries. When plugged into their power module (pm), the white power cable was showing damage at the bend relief, and the ventricular assist device (vad) coordinator had to stretch it straight for the alarm to go away. The vad coordinator expressed their concern for the patients driveline as it looked like they were having some speed drops based on the flow chart seen on the heartmate touch. Log file review was requested and captured low voltage hazard/no external power events while using the mpu on 18feb2024 at 0523, 18feb2024 at 1959, and 19feb2024 at 0653. The backup battery was enabled in each event with no interruption to pump support. It was noted that voltages seemed fine while using battery power. It was also noted that there were no speeds below the low speed limit of 8600 rpm. The damaged system controller was replaced. Once the controller was changed out, the unit was placed on the mpu without the previous issues the patient had noted before. The low voltage/no external power alarms fully resolved post controller exchange, and there were no patient related issues following the exchange. There was no concern about the driveline at this time. Related manufacturer reference number: 2916596-2024-01260 (controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.